Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 700 mg/dl. The customer stated that he was feeling sick as his blood glucose levels would not decrease. Troubleshooting was performed, and the time and date were incorrect. Assisted with the correct programming. All other settings were programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.